Manufacturer narrative:
The device was used for an off label indication. The indication the device was used for was epilepsy. Concomitant products: product ID: 7482a40, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3391s-40, lot# v257753, implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
The patient reported that she had epilepsy. She would have seizures due to the epilepsy. It was noted that she had a vagus nerve stimulator. It was through cyberoptics. She would have auras as a warning sensation that she usually was going to have a seizure. She would then use a magnet to turn on the nerve stimulator which then would stop the seizure. The event had happened twice. Her doctor's office suggested she request a manufacturer representative (rep) check the device. This was noted to be sudden. She had been having epilepsy auras off and on. They started briefly and then stopped and then were active again for about 20 minutes and then would stop. Relevant medical history included epilepsy and movement disorders. Follow-up was performed to determine what actions were taken to address the reported issue and if the issue was resolved. This event will be updated if additional information is received.

Event description:
Additional information received from the patient reported that they met with their health care provider (hcp) a week prior. It was indicated that reading of dbs( deep brain stimulator ) was not needed as it was the vns( vagus nerve stimulation) causing the issues. The matter resolved by cyberonics rep in the hospital visit at (B)(6) with the hcp.